Event description:
The patient was diagnosed with mild to moderate sleep apnea. The physician does not think the sleep apnea was caused by vns stimulation but thinks that the vns may provoke it more. The patient has always snored some. Day-night programming was utilized to use lower settings at night which seems to be helping. No other relevant information has been received to date.